Event description:
It was reported that entrapment on the guidewire occurred. A 1.25mm rotalink plus and a rotawire were selected for use. The burr was unable to advance on the guidewire and became stuck on the wire. No patient complications were reported.